Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed that one of the leads had migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was repositioned back addressing the issue. Reportedly, therapy was confirmed post op. Note: it is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch: a000114900. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.